Manufacturer narrative:
The insulin pump was unable to prime during prime test and the device alarmed motor error during basic occlusion test due to faulty force sensor system. The motor passed the motor test. The device had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip slot, and its missing the end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error for the past five day during bolus. Customer's blood glucose was unknown mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.